Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable info becomes available. (B)(4).

Event description:
A customer reported experiencing no aspiration on cortex setting, the system froze and had to reset it during a cataract procedure. In the aspiration mode there were no fluid infusing in the eye and the anterior chamber collapsed. The procedure was completed by resetting the parameters. There was no harm to the pt.